Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2016-12-31 mfg date: 2015-12-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with dizziness. Log file review indicated ventricular assist device (vad) low flow alarms and a critical battery alarm. The vad and battery remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was thought the battery was contributing to the low flow alarms. The battery was exchanged. There were no further low flow alarms with battery replacement.

Manufacturer narrative:
Corrections: d4 correction for supplemental 001, h10: (B)(4) : h6 other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: controller 2.0 / (B)(4) / model #: 1420 / expiration date: 2018-07-31 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 2017-07-31 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA method code(s): 4112, 4114, 331 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 product event summary: the controller was not returned for evaluation. Battery (B)(4). H6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data for the controller. The device subsequently tested out of specification during manufacturer's analysis. The controller remains in use.

Manufacturer narrative:
Product event summary: the pump (hw26723) and the battery (bat310372) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported low flow event and critical battery alarms event were both confirmed through log file analysis. Review of the log files revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed five (5) low flow alarms logged since 19jan2018, as well as two (2) critical battery alarms logged since 28jan2018 due to communication errors involving bat310372. There is no evidence to suggest that a device malfunction caused or contributed to the reported low flow alarms. Based on risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited, to inappropriate pump rotational speed, thrombus formation in the inflow cannula, or constriction in the outflow graft. The most likely root cause of the reported critical battery alarm can be attributed to communication errors between the controller and batteries. Additional products: battery bat310372. UDI#:(B)(4). Device evaluated by MFR: yes.(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.